Manufacturer narrative:
(B)(4). Event is currently under investigation. Information not provided by the reporter.

Event description:
The initial information provided stated that the chief radiographer at the reporting facility reported that they had an incident where the catheter tip snapped off in a patient and has dislodged into the patients profunda. Update information received after rep visit to doctor: the physician commenced the angioplasty following routine hospital protocol. Before the angioplasty was carried out, the physician was performing diagnostic angiography of the patients arteries using the catheter in question. He noted that the catheter tip had detached from the main body of the catheter under fluoroscopy. With further fluoroscopy they noted that the catheter tip had broken of in what looked like 3 different segments; which had travelled into the patients right profunda artery. Another physician (vascular surgeon) was called to the procedure and they managed to get one of 3 broken off pieces out of the profunda using a snare device. Two pieces still appear in the patients profunda. The patient was transferred to the ward for conservative management on heparin therapy. She is stable and they have decided not to take her for surgery as yet. Additional information provided 04sept2015: the procedure being performed was bilateral iliac angioplasty with known multifocal lesions in the lower limb arteries. The anatomy of the patient was defused peripheral artery disease. Nothing further reported but from the viewed images, it does not look tortuous or highly calcified. The patient is stable. They have not taken her to theatre at this stage. She has a number of co-morbidities, and dependant on her health she is scheduled for theatre on (B)(6) 2015 for common iliac artery stents. She is currently on heparin, with the fragments expected to stay in. No additional information has been provided at the time of this report 21sept2015.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU), quality control and a visual inspection of the returned product was conducted during the investigation. The visual inspection noted that the catheter tip had separated and that a portion of the distal tip was missing. A 2.2 cm section of returned tip had split and separated longitudinally with the separated section not returned. The inner diameter of the material appeared to be cracking, splitting and brittle. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Action has previously been opened to address this failure mode.

Event description:
The initial information provided stated that the chief radiographer at the reporting facility reported that they had an incident where the catheter tip snapped off in a patient and dislodged into the patients profunda. Update information received after rep visit to doctor: the physician commenced the angioplasty following routine hospital protocol. Before the angioplasty was carried out, the physician was performing diagnostic angiography of the patients arteries using the catheter in question. He noted that the catheter tip had detached from the main body of the catheter under fluoroscopy. With further fluoroscopy they noted that the catheter tip had broken of in what looked like 3 different segments; which had travelled into the patients right profunda artery. Another physician (vascular surgeon) was called to the procedure and they managed to get one of 3 broken off pieces out of the profunda using a snare device. Two pieces still appear in the patients profunda. The patient was transferred to the ward for conservative management on heparin therapy. She is stable and they have decided not to take her for surgery as yet. Additional information provided (B)(6) 2015: the procedure being performed was bilateral iliac angioplasty with known multifocal lesions in the lower limb arteries. The anatomy of the patient was defused peripheral artery disease. Nothing further reported but from the viewed images, it does not look tortuous or highly calcified. The patient is stable. They have not taken her to theatre at this stage. She has a number of co-morbidities, and dependant on her health she is scheduled for theatre on (B)(6) 2015 for common iliac artery stents. She is currently on heparin, with the fragments expected to stay in. No additional information has been provided at the time of this report (B)(6) 2015.